Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services in (B)(6) 2012, to report that this patient had been scheduled for a lead revision procedure. The physician planned to extract the right ventricular (rv) defibrillation lead due to high rv pacing thresholds and loss of capture. A separate rv pace/sense lead (model #4137) was implanted. The pace/sense portion of the rv defibrillation lead (model #0144) was surgically capped. The shock portion of the rv defibrillation lead (model #0144) remained in-service. An inactive rv pacing lead (model #4441) that had been surgically capped in (B)(6) 2011 was also extracted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.